Event description:
It was reported that the patient presented in the clinic for follow-up experiencing dizziness. Upon device interrogation, the right ventricular (rv) lead exhibited high impedance and high capture threshold. Fluoroscopy imaging was performed and revealed the rv lead had a loop at the subclavian vein before connection to the pacemaker header. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.